Event description:
It was reported that during preparation for a coronary transluminal angioplasty procedure, the liberte' monorail stent was not securely mounted on the balloon and was loose on the mandrel. The event occurred outside of the patient and the device was not used. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported.